Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a defect from the device during a prostate enucleation at the university hospital (B)(6) on (B)(6) 2023. Furthermore, it was reported, that a second surgery was necessary due to the device defect. More information was requested regarding the incident but not yet obtained.